Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
The hp stated he monitored the drain volume and it was 4606ml. The technical service representative (tsr) reviewed the therapy log which revealed the cycle ultrafiltration was 2107ml. The tsr advised a swap to rule out hc issue. The hp would advise the registered nurse (rn) of the increased intra-peritoneal volume (iipv) symptoms and to see what he should do for therapy this night. The hp would call for programming assistance. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.